Manufacturer narrative:
Damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. An impact is mentioned in the recipient's report. The investigation results appear to match the problems mentioned in the recipients report. This is a final report.

Event description:
A trauma at the implant site was reported in (B)(6)2017. As a result of the fall, the implant housing was moved closer to the pinna. Additionally, the recipient's hearing performance with the device was affected. There was no bruising or swelling at the implant site as of (B)(6)2017. The recipient was re-implanted with a new device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
End of (B)(6) 2017 the user fell backwards on his head and hit his device. According to this fall the position of the device moved further to the ear. Initially was swelling and bruising reported but at the visit (B)(6) 2017 there was no swelling or bruising. The surgeon will see the user again at the end of (B)(6) 2018 and will then decide for further steps. At the moment it is considered to reposition the implant body or to re-implant a new device.